Manufacturer narrative:
Device was received and evaluated by beta bionics. User complaint of touchscreen damage was confirmed via failure investigation. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that an ilet insulin pump developed a cracked display in the swipe-to-unlock area, which made device unlocking difficult and prompted a replacement of the pump. Symptoms included no adverse changes in blood glucose. Outcomes included no clinical impact or need for medical intervention. Investigation included a review of the user¿s report and return logistics for the affected device. Investigation of this device revealed a damaged screen on the display/touch interface that impaired usability and required device exchange. It was concluded, based on previously established findings for similar reports, that the cause was physical damage to the display unrelated to device malfunction.